Event description:
It was reported that the label was illegible on the bd solomed¿ syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: customer had difficulties to find the batch #, and complaints that the letter are too small to be read. She further reports difficult to find the # 1 of the batch, because it's too close to letter e (from the word "lote", that means "batch").

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: cpf: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label was illegible on the bd solomed¿ syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: customer had difficulties to find the batch #, and complaints that the letter are too small to be read. She further reports difficult to find the # 1 of the batch, because it's too close to letter e (from the word "lote", that means "batch").

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-apr-2022. H6: investigation summary; sample received for investigation. Upon visual inspection, it was possible to observe the incident of activated plunger. However, according to the client's report, he used the syringe once, successfully applying the product, which indicates that the syringe was in working order, as the aspiration and application of the product was performed. At the end of the procedure, when pulling the plunger to aspirate more product, it broke and he was unable to use it again. The solomed syringe is for single use, therefore bd does not confirm the complaint. Through the analysis of the sample sent by the customer, it is possible to observe that the batch printed on the primary packaging meets all printing quality requirements. Therefore, bd does not confirm the complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.